Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a tracheobronchial stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure, the user was only able to partially deploy the stent within the patient's distal left bronchus. It was reported that the user was unable to pull the deployment suture in order to deploy the stent. The device was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported as "no injuries sustained".

Manufacturer narrative:
(B)(4) (no code available) for the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.